Manufacturer narrative:
Correction on initial report: ((B)(6) 2017).

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a balloon in the silicone segment during a medication infusion. There was no report of patient harm.

Manufacturer narrative:
The customer's report of ballooning in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a bulge, discoloration, and weakened area just below the upper fitment. Functional testing resulted in fluid flowing through the set freely with no bulging or other issues. Testing by giving an IV push without clamping the line above the injection port resulted in replication of the bulge. The root cause of the balloon in the silicone segment was identified as an IV push medication or flush being executed below the pump without first occluding the tubing above the injection port. This action results in excessive pressure within the silicone segment, causing the silicone segment to bulge.